Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open but unused sample with the needle detached from the thread (thread is still wound on the pack) and 2 closed samples. To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -needle attachment results conducted on the closed samples received are 0.87 kgf in average and 0.86 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Although the results of the closed samples received fulfil the specifications of the european pharmacopoeia / b. Braun surgical specifications, taking into account the defective sample received and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused sample received shows that the needle is escaped from the thread. Final conclusion: considering the defective sample received and that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.